Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed a visual inspection using dop114-811doc appendix f; found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Cannot performed manual test per dop114-811 appendix g to reservoir due to the reservoir dislodge (plunger to stopper-plunger).

Event description:
Customer reported via phone call that they had issue with reservoir. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer states they could not remove the transfer guard after filling the reservoir. Customer states they were unable to remove the plunger rod. Customer stated they kept twisting trying to remove the plunger and it would not come off and they had to throw everything away. The device will be returned for analysis.